Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20's (mg/dl) and passed out.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20's (mg/dl). Reportedly, the customer delivered a bolus of 13 units and passed out. Glucose tablets were consumed to address the bg level. Review of the pump data logs by tandem technical support verified that the customer's carbohydrate ratio was set to 1 unit: 2 grams; therefore, the pump delivered 13 units when the customer entered 26 grams. The customer acknowledged. Recommendation was made to discuss the settings with the healthcare provider.